Manufacturer narrative:
This report is for an unk - nails: afn/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for subtrochanteric femoral fracture with expert afn. The surgeon initially chose to use reconstruction locking. During the surgery, the guide wire for hip screw was interfered with the nail. The surgeon was adjusted the instruments and drilled for hip screw. However, during hip screw insertion, the screw interfered with nail. He completed the surgery by standard locking instead of reconstruction locking. There was no interference in procedures of standard locking. The surgery was delayed by 90 minutes. The procedure was completed successfully. The patient outcome was stable. This is report 01 of 03 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture modified surgical procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.